Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. The lead measurements were within normal limits and the presenting electrogram (egm) showed the device was operating as programmed. No additional adverse patient effects were reported. The device remains in service.